Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. Customer stated that the insulin pump did not make sounds when she expects it to, even though volume is on high. Customer's blood glucose value was unknown. The device will not be returned for analysis.